Manufacturer narrative:
All operating currents are within specification. There was no unexpected low battery or off power alarms noted. The pump passed the off no power test, self-test, unexpected restart test, displacement test, rewind, basic occlusion, and excessive no delivery tests. The pump was unable to prime during prime test due to faulty force sensor resistor. The functional test was unable to be done due to prime anomaly. The pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current level was 191mg/dl. The customer was treated with bolus and insulin drip. Troubleshoot was conducted. The customer decided to end troubleshoot and wanted to speak with supervisor. The customer was connected with supervisor, but the line was dropped.